Event description:
It was reported that a warning was triggered due to low impedance on the right ventricular (rv) lead. The lead exhibited increased and high thresholds and an insulation breach was suspected. Also, the longevity on the implantable pulse generator (ipg) was not meeting expectations. The lead was reprogrammed and they are both planned to be replaced, but they currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: vedr01 ipg implanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that the device was approaching elective replacement indicator and was replaced. The rv lead was capped and replaced.